Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sunblade 1500 central processing unit (cpu). This customer has a high availability (ha) pair, which is a pair of cpus running in parallel to reduce the possibility of the loss of centralized monitoring. If one system goes down, the second system is there to take up the centralized monitoring load. In 2006, the customer's backup system, experienced an apparently unplanned power cycle, possibly because the user inadvertently pulled a power cord or pushed the power button. When an acuity system losses power in this way, it often cannot reboot completely on its own, as in this case. It rebooted to the console login screen and was apparently left that way for several weeks until the primary system went down. The primary system, took up the pt load at the time went down and displayed an icon on the screen indicating that the backup system was unavailable. On the following month, at 15:31, the primary system, halted, resulting in a loss of centralized monitoring for 21 minutes. The customer called tech support soon afterwards. Tech support assisted the customer in bringing up both systems and restoring normal operation. At least one pt was being monitored on the acuity system when the primary system went down. The device directions for use (dfu) advise against removing power from the acuity system without an orderly shut down. It can often take significantly longer and even require user intervention for the system to restore normal operation, which is what apparently happened in this case. Even centralized monitoring was lost during the time that both the primary and back up were down, pt vital signs monitoring continued at bedside with the local bedside pt monitor for any pts connected to the system. There were no pts harmed in any way by the event. By event here and in the codes in block of form 3500 we mean the loss of centralized monitoring.

Event description:
The customer reported that centralized monitoring was lost for approximately 21 minutes. During that time, pt monitoring continued at bedside.